Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the auxiliary water channel had foreign material. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the frozen image was a faulty switch unit circuit board. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the colonovideoscope froze. The issue occurred during a therapeutic emr procedure. The scope was used to complete the procedure. There were no reports of patient harm.